Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose level. Customer's blood glucose level at the time of event was 2.7 mmol/l. Customer treated low blood glucose level with food. Customer alleged that the pump was over delivering because insulin was delivered without user input. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring - black. Customer returned pump for an alleged under delivery anomaly and low bgs found on (B)(6), 2021. Pump passed the displacement test, rewind test, prime/seating test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 29.6 units of normal bolus was delivered on nov. Several bolus's were programmed, delivered and recorded properly in the pump history. Unable to confirm low bg's. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay and minor scratches on lcd window. In summary customers alleged under delivery anomaly was not confirmed during testing. Customers alleged low bg is unable to be confirmed. Pump passed full dry test and no anomalies note don electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.